Manufacturer narrative:
Article citation: ali zc, et al. "Migration of xen45 implant: findings, mechanism, and management." J curr glaucoma pract 2019;13(2):79¿81. The events of uveitis and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the product information has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article "migration of xen45 implant: findings, mechanism, and management", it was noted a patient was implanted with a xen®45 gts in the left eye and four months later the "xen implant showed signs of migration and 4mm of the implant was visible in the anterior chamber". The patient "was also noted to have minimal flare and increased posterior synechia suggestive of low-grade uveitis in the left eye." It was decided to remove the xen gel stent to "prevent further inflammation and possible further xen migration." While explanting "the old xen the tip of the xen broke" a corneal incision was made and it was all removed. A new xen was implanted.